Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, loss of ventricular capture was observed. The patient was scheduled for lead repositioning, but when the lead was connected to another pulse generator, normal function was seen. Therefore the generator was replaced.